Event description:
A patient underwent an atrial fibrillation (afib) ablation procedure with a varipulse catheter and the patient experienced decreased blood pressure and pericardial effusion treated with pericardiocentesis. The patient was taken to surgery. After the afib procedure, while in holding, the patient¿s blood pressure dropped, and an echo was done; pericardial effusion was discovered. The patient was taken into surgery for intervention, however, no further details on the intervention were provided. Additional event information was later received indicated that the outcome of the adverse event was that the patient fully recovered. The sheath and the catheters were exchanged 3 times. One transseptal puncture site was performed during the procedure with versacross rf wire. 19 total pulse field (pf) ablations within the pulmonary veins, and 0 ablations outside of pulmonary veins. No evidence of steam pop. The flow setting was 4ml/min standby and 30 ml/min on ablation. The correct catheter settings were selected on the generator. No issues with flow rate change at the start of ablation. Activated clotting time (act) during the procedure was >350 no error messages observed on biosense webster equipment during the procedure.

Manufacturer narrative:
Device investigation details: an analysis of the product could not be performed since a physical sample was not received for evaluation. An evaluation of the manufacturing record could not be performed as the required product identification number was not provided to complete the evaluation. However, if the product is received at a later date, the investigation will be updated as applicable. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. Note: for field d4: UDI: as the catalog/model number was not provided, the (01)gtin is not available. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster inc., or its employees that the report constitutes an admission that the product, biosense webster inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's ref. # (B)(4).